Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a urology interventional procedure using a 6f sheath. Reportedly, there was no blood return from the marker lumen when the device was positioned in the artery. The physician went ahead and deployed the proglide device and hemostasis was achieved with the proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to marker lumen obstruction include, but not limited to, under insertion, clogged marker port/ lumen, improper insertion angle, preexisting hematoma gives false mark. The subsequent treatment appears to be related to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known.